Event description:
It was reported that the patient was seen and that device diagnostics were within normal limits. It was reported that the patient is doing better and that the increase in seizure intensity is not related to vns and that the patient just experiences recurrent seizures. Clinic notes dated (B)(6) 2014 note that the patient was seen for vns check. It was noted that the patient experienced seizure recurrence on (B)(6) 2014 lasting 3 minutes despite use of the vns magnet and the patient's caregiver felt that the duration was longer than his normal, so the patient was taken to the emergency room. Device diagnostics were performed and were within normal limits. It was noted that the patient's caregiver indicated that the patient has only experienced a few small seizures since the june admission and that the patient has been stable since then.

Event description:
It was reported that the patient was admitted to the emergency room after experiencing a seizure. It was reported that the patient's seizures have increased in the past month; however, the patient's pre-vns baseline frequency was unknown. It was reported that the seizure the patient experienced prior to the emergency room visit was three minutes long which was longer than usual for the patient. No interventions were taken and the patient continues the same medications. Attempts to obtain additional relevant information have been unsuccessful to date.